Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('other please describe- pregnancy'), abdominal pain ('abdominal pain'), postpartum haemorrhage ('mild post partum hemorrhage') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no: 626906) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 (on (B)(6) 2008 and on (B)(6) 2006.) And anemia. Previously administered products included for an unreported indication: ortoevra. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device and experienced pelvic pain, abdominal pain and postpartum haemorrhage. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, pelvic pain, abdominal pain and postpartum haemorrhage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, pelvic pain, postpartum haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: decripensy noted due to insertion date on (B)(6) 2008, right side- 5, left side- 6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: result: total bilateral occlusion; on (B)(6) 2008: findings consistent with tubal patency bilaterally in a patient who is status post essure tube placement. Imaging procedure: on (B)(6) 2009: essure confirmation test-(unspecified) result-not provided. Lot number: 626906, manufacturing date: 2008-04, expiration date: 2010-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. On 4-mar-2020: mr received : reporter, lab data added. Previously reported event "other please describe- pregnancy" updated to non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('other please describe- pregnancy') in an adult female patient who had essure (batch no. 626906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 (on (B)(6) 2008 and (B)(6) 2006.) And anemia. Previously administered products included for an unreported indication: ortoevra. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain") and postpartum haemorrhage ("mild post partum hemorrhage"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, pelvic pain, abdominal pain and postpartum haemorrhage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, pelvic pain, postpartum haemorrhage and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted due to insertion date (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: result: total bilateral occlusion. Imaging procedure on (B)(6) 2009: essure confirmation test-(unspecified) result-not provided. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet revived, new reporter, essure lot number, event mild post-partum hemorrhage and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.